Event description:
Received report claiming while the end-user was using the smartdrive mx2+ device via a speed control dial, when rotating the dial back to the stand-by/neutral position to stop, the motor would not disengage and continued to run. This action resulted in minor injuries that did not require medical intervention.

Manufacturer narrative:
This failure mode has been previously reported per 21 cfr 803.50. At initial report, the reporter did not provide permobil with a device serial number in order to identify a specific device the alleged failure occurred with. As part of CAPA investigation, this failure is suspect as being an issue with the internal potentiometer not reading correctly. Max mobility has initiated a field action recall for all speed control dials that are currently in use. Max mobility will be providing switch control buttons or switch control buttons with mono jack option to replace the affected speed control dials.